Event description:
A problem was reported. Company representative reported that pump was replaced due to an issue. The ¿issue¿ was not specified. No patient symptoms were reported. No patient outcome reported. System used to deliver lioresal. A report will be provided if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial #(B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type catheter. (B)(4).